Manufacturer narrative:
The device was received for evaluation. During functional testing, an air-in-line alarm was not reproduced. The device was sent to the flow line to be tested for the "air in line" test and came back with a passing result. A review of the event history log revealed air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during programming/setup. There was no patient involvement. No additional information is available.